Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization. Review of available information indicates that the ilet had been powered off several days prior to the onset of the event and remained powered off throughout the period during which dka developed, and therefore was not in use at the time of the adverse event. Engineering log review did not identify any device malfunction or abnormal device behavior. Based on available information, the hyperglycemic event and subsequent hospitalization were not related to ilet performance and were attributed to non-device-related clinical factors while the user was managed on alternative insulin therapy. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 24-dec-2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 600 mg/dl, resulting in diabetic ketoacidosis (dka). The user was hospitalized from (B)(6) 2025, treated with exogenous insulin, and subsequently discharged. No long-term health effects were reported.